Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Please note that the exact date of the event is unknown.

Event description:
As reported by the open study, the study core lab, indicated a grade iii stent fracture in the mid portion of the flex stent. The study x-ray was performed at the six month post procedure visit ((B)(6) 2014). The x-ray was not sent to the core lab until (B)(6) 2014. On (B)(6) 2014, the patient underwent a repeat angiography, no revascularization was performed. At the time of the index procedure, the patient was symptomatic and presented with severe claudication. The target vessel was de novo, 100mm in length and 5mm in diameter. The target lesion was treated successfully with a 5mm x 100mm flex stent. The post residual stenosis was 30%. The patient was discharged the next day. Concomitant medications included aspirin 81mg and clopidogrel 600mg. Per the study coordinator, the fracture stent was a finding by core lab. The patient withdrew consent from the study therefore, it is unknown if treatment has been done due to the stent fracture. There is no additional information.

Manufacturer narrative:
Complaint conclusion: as reported via the open study, a stent fracture was noted six months after flex stent implantation with no reported patient symptoms or adverse event. The event involved a (B)(6) female patient with a past medical history of bilateral peripheral vascular disease (pvd) and smoking. She presented to hospital with severe claudication symptoms and underwent flex stent implantation on (B)(6) 2013. The target lesion was located in the left distal superficial femoral artery (sfa) and proximal popliteal and was described as de novo, 80 mm in length, 4mm in diameter and 90% stenosed. The patient¿s vasculature was accessed from the right common femoral artery via a retrograde approach. The target lesion was then accessed in a contralateral approach over the bifurcation. The lesion was pre-dilated with a 5 x 100mm balloon followed by the successful implantation of a 7 x 100mm flex stent with a residual stenosis of 30%. The stent was then post-dilated with a 4 x 80mm balloon. The procedure was completed with no reported patient injury. Approximately six months after the index procedure, a review of a follow-up x-ray indicated the presence of a grade iii stent fracture in the mid portion of the stent. The patient did not experience any adverse events associated with the stent fracture. She underwent a repeated angiogram approximately one month later and no revascularization was performed. The patient withdrew consent for the study and no further information is available. The product remains implanted in the patient and was not returned for analysis. A device history record (DHR) review revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The instructions for use (IFU) directs users to perform an arterial angiogram to verify full deployment of the stent. If incomplete stent expansion exists, post-deployment dilatation can be performed at the discretion of the physician. The clinical implications of stent fractures are not well characterized. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa and proximal popliteal. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Based on the information provided for review, there are vessel characteristics (distal sfa/popliteal location, 90% stenosis and calcification) may have contributed to the reported event. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR review nor the available information indicate that there is a manufacturing issue, therefore, no corrective action is required.